Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump black box and pump histories showed no activity related to the complaint was recorded. The pump settings showed that ¿reminders¿ was set to ¿off¿. The pump was exercised for 24 hours with no alarms occurring. There was no alarm that occurred at 3:15 a.m. The complaint that the pump was emitting an unknown alarm at 3:15 a.m. Was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was emitting an alarm at 3:15 a.m. Every night. It is unknown whether the alarm was effecting insulin delivery function. Reportedly, no alarms were found in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.